Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc and occlusion of the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced occlusion of the ivc and thrombus. However, the status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced occlusion of the inferior vena cava and thrombus; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year eleven months of post-deployment, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis was revealed marked distention of the inferior vena cava below the level of the filter and its marked change in caliber to a small diameter above the level of the filter. There was marked distention of both common iliac veins and internal and external iliac veins. The findings are highly suggestive of thrombus accumulation at the level of the filter and possible thrombosis of the iliac veins. Around, one year later, a computed tomography (CT) abdomen was revealed there was an inferior vena cava filter which was in proper position with a superior tip located at the level of the right renal vein. The inferior vena cava was widely patent above the level of the filter. It was noted that the lumen of the inferior vena cava was diminutive at the level of the inferior vena cava filter and the lumen of the inferior vena cava may be occluded or near completely occluded at the level of the inferior aspect of the filter from clot within the filter, unchanged for past twenty days. It was noted that one of the metallic projections of the inferior vena cava filter extends outside of the lumen of the inferior vena cava so that this metallic projection abuts the ventral aspect of the l3 vertebral body, unchanged. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and occlusion of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus at the level of the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced occlusion of the ivc and thrombus; however, the status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.